Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the rechet mechanism was not working properly and the surgeon had to manipulate the instrument in order to open the jaws to remove it from internal tissue. The same problem occurred with a second device. No pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.